Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage occurred at k-pipe. The event can be detected by following the instructions for use (IFU) section which state: ·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (broken elevator) was not confirmed. In addition to the foreign material in the forceps elevator, additional evaluation findings were as follow: due to damage on the pipe protecting forceps elevator wire, there was water leakage, the nozzle was deformed, the adhesive on the bending section cover was detached, due to damage on the connecting tube, the insertion section was too soft, the angulation and knob play did not meet the standard value, the right/left and up/down knobs were dirty, the scope cover and the grip had dents. The following components had scratches: the objective lens, the plastic cover, the connecting tube, the image guide protector, the control unit, the universal cord, and the protector of the universal cord on the scope connector side. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A field service engineer (fse) reported on behalf of the customer, that the elevator was broken on a duodenovideoscope. The event occurred during the therapeutic procedure (stent removal) and was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the forceps elevator had foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.